Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device batch, and no non-conformances were identified. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: did the patient suffer from any consequence due to the breakage suture? If yes please explain. - no consequences faced by patient please confirm how many devices present the issue (breakage suture)? - 3 foils of vp2347 could you please confirm the device's availability? No complaint sample available. Note: events reported via mw# 2210968-2020-09189, 2210968-2020-09190.

Event description:
It was reported that the patient underwent c-section on (B)(6) 2020 and suture was used. During the time of closure, suture broke off. There were no adverse patient consequences reported.